Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the second screw insertion while inserting the screw into the bone, the threaded tip broke. The metal part was pulled up. The patient was not harmed. The surgeon used a second instrument immediately. There was no damage to the implant. This is report 1 of 1 for complaint (B)(4) .

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
The investigation of the complained retain-sleeve had shown that the first thread flank at the tip is broken off. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is possible that the prime lock thread had not been fully threaded into the bone screw. This in combination of possible mechanical force (sideways) through soft tissue positioning / pushing may have led to the damage of the tip. The manufacturing documents were reviewed and no discrepancies to the specifications where found. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected.